Event description:
It was reported that the preloaded intraocular lens (iol) was explanted from patient's right eye as the patient had experienced dysphotopsias. There was no patient injury. From additional information it was learnt that the lens had contributed dysphotopsia. There was no patient issues. The lens was explanted in a secondary procedure and replaced with a same model and same diopter lens. There was no use error. No other information is available.

Manufacturer narrative:
Section a3b and a5: unknown/ asked but not available. Section d6a: if implanted, give date: unknown, information not provided. Section e1:surgeon's email address: unknown/ asked but not available. Device evaluation: at the time of the investigation, device was not available for evaluation, therefore no testing could be performed. The reported event cannot be confirmed. Manufacturing record review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.